Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. The product was evaluated. An external visual inspection was performed and failed due to window and lcd were damaged. Pictures were taken. A receiver charge test was not performed due to damaged lcd. A receiver boot tests was performed and failed due to damaged lcd. Functional tests were not performed due to damaged lcd. The receiver log was not downloaded and reviewed due to damaged lcd. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.